Event description:
A malfunction was reported on the pump, described as a momentary power loss to the vibrator motor. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer followed up by calling back with the necessary equipment, and technical support assisted in resetting the pump and restarting the continuous glucose monitor. The pump malfunction code did not recur after the reset, allowing the customer to continue using the pump, with instructions to contact support again if the issue recurred.